Event description:
During a regular pacemaker follow-up performed on (B)(6) 2013, an intermittent ventricular lead impedance issue was confirmed. Upon interrogation, a warning about high v lead impedance (above 3000 ohms) was displayed. Reportedly, v undersensing was also observed and it was not possible to measure v threshold. But a few minutes later, ventricular measurements (v lead impedance, r waves' amplitude, v threshold) were back to normal values. Next follow-up is scheduled on (B)(6) 2013. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.